Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 12, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3259, 25). Type of investigation: #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2:3331 - analysis of production records. Type of investigation #3:4114 - device not returned. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The affected sample was not returned. However, a review of ncrs showed broken venous thermistors found in production. A representative retention sample of the same lot number was reviewed for damage to the venous inlet on the reservoir with no damage observed on the sample. An engineering change order is currently in process to update procedures related to venous thermistor assembly and inspection. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the venous temp probe was broken. No patient involvement. The product was not changed out. The surgery was completed successfully.